Event description:
It was reported that this lead is exhibiting unknown product issues. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient called asking about the advisory pertaining to the lead. The clinic denies knowing any issues regarding that lead.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this lead is exhibiting unknown product issues. The lead remains in service. No adverse patient effects were reported.